Event description:
It was reported that the handpiece began leaking an oil substance from the end of the device during the cleaning process. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and repair. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.